Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) event. On (B)(6) 2012, the patient reportedly had pump training. The patient's bg level at the initiation of insulin therapy was "216 mg/dl" at 2:48 pm. The patient reportedly took a correction bolus via the pump. On the morning of (B)(6) 2012, the patient took 10 units of lantus insulin. The patient's temp basal rate was set to off and the patient was instructed to call the anm representative involved in this contact back at 7:00 pm to provide her bg level. Since the patient did not call back at 7:00 pm, the anm representative called the patient at 7:15 pm. The patient mentioned that at dinner time, she took 3 units of insulin via the pump for 45 grams of carbohydrates. However, the patient admitted that she had not checked her bg prior to consuming dinner. After dinner, her bg level had dropped to "42 mg/dl." The anm representative instructed the patient to take 4 glucose tablets. She was also told that the representative would stay on the line with her. The patient stated that she was at home with her roommate and she was okay. The anm representative then instructed the patient to check her bg and call back in 15 minutes. Since the patient reportedly did not call after 15 minutes, the anm representative attempted numerous times to call the patient back. The anm representative ended up calling paramedics who arrived and tested the patient's bg using an unidentified device. A result of "27 mg/dl" was obtained. The patient was responsive but was noted as being disoriented. She was treated with glucagon. Her bg increased to "158 mg/dl" after the glucagon treatment was administered. The patient was instructed by the anm representative to come off of the pump and to go back on to injection treatment. The patient was also instructed to check her bg at 12:00 am and then 3:00 am. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful at this time. At this time, the patient has not reported any subsequent bg excursions to anm. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level with symptoms suggestive of severe hypoglycemia and received medical treatment. However, at this time, it is unknown if the pump, diabetes management factors, and/or use-error contributed to the patient's injury.